Event description:
It was reported that while in use on a patient, the doctor was unable to advance the catheter through the sheath as they met resistance. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f22c0071) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a clear ziploc bag. Upon return, the bladder was noted fully unwrapped. The one-way valve was tethered to the short driveline tubing. Bends were noted to the central lumen at approximately 12.8cm, 14.0cm, 17.1cm, 18.1cm and 68.8cm from the iabc distal tip. The central lumen was consistent with a flattened appearance at the location of the bends. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0070in-0.0076in and was within specification of process document (B)(4). The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document (B)(4). The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 12.8cm, 14.1cm, 17.1cm, 18.2cm, 26.2cm, and 68.8cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 15.5cm, 58.3cm, 66.4cm, 67.5cm and 70.6cm from the iabc luer. The guidewire was able to advance through the central lumen. Some blood was noted. The returned iabc could not be advanced through a lab inventory sheath due to the returned state of the device. Upon return, the bladder was fully unwrapped. As a result, difficulty may occur if the iabc is attempted to be inserted through a sheath with the bladder fully unwrapped. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for catheter stuck in sheath is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found with bends to the central lumen and were consistent with a flattened appearance. The damaged iabc can result in difficulty inserting the iabc through the sheath. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The sheath was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent/flattened central lumen. The root cause of the complaint undetermined. A potential probable root cause is customer handling. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the doctor was unable to advance the catheter through the sheath as they met resistance. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".